Event description:
The reporter states doing meter to hcp meter comparison tests, within 5 minutes. Reporter's meter read 280 mg/dl, and the hcp meter (type unknown) result was 220 mg/dl. No other details on the tests were provided. Reporter did not have any symptoms. No harm was alleged. Follow-up attempts to contact the reporter for further info have not been successful.